Event description:
The manufacturer received a voluntary medwatch (mw5153006) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient visited a medical center and they found a small tumor on left tonsil, swollen lymph node in neck area, squamous cell carcinoma, 2 nodules on left lung. Patient alleges they were referred to radiation treatment, but it has not been completed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5153006) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging the patient visited a medical center and they found a small tumor on left tonsil, swollen lymph node in neck area, squamous cell carcinoma, 2 nodules on left lung. Patient alleges they were referred to radiation treatment, but it has not been completed. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.